Event description:
An audible leak can be heard, pt was losing vt, a blown cuff was discovered from pt. Trach tube a shiley 8dct. Emergency trach change was done using the same type and size trach, shiley 8dct. No adverse reaction noted. Patient reassessed and vt is stabled. Collected affected equipment and investigated. Hole is not visible in the naked eye, trach submerged under water to locate source of leak. Leak found between the trach cuff and pilot airline connection. Contacted manufacturer and filed a report. Waiting for product RMA, product will be sent to manufacturer once RMA is generated. FDA safety report ID# (B)(4).